Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out procedure. Upon interrogation prior to procedure, lead noise episodes were noted on the device. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.